Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced a low blood glucose event on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 146 mg/dl at the time of the call. The customer used food to treat. The customer started experiencing lows on (B)(6) 2017 when he was at 70 mg/dl. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump is over delivering. The customer also changes the bolus amounts that he is supposed to deliver. The customer states that their drive support cap is flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to flattened button dome switches(no crease). No unlock on j2/lcd keypad connector noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, displacement accuracy test, download test or verify possible over delivery bolus anomaly due to button keypad anomaly. Pump received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.